Event description:
When the device was removed from the dispenser hoop, it was noted that the shaft was detached near the hub. There was no patient contact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications upon its release. The product was returned for analysis. The strain relief was noted to be separated from the hub so the investigator clipped the strain relief back onto the hub. The strain relief was secure and in tact and did not move. Per additional information received the strain relief separated from the microcatheter during removal from the dispenser hoop. A root cause of handling damage will be assigned as the anomaly noted was most likely caused by handling of the device without direct patient contact either during the clinical procedure or packing, preparation or shipping of the device. Based on the results of the investigation, the manufacturer has determined that this record no longer meets the requirements of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
When the device was removed from the dispenser hoop, it was noted that the shaft was detached near the hub. There was no patient contact.